Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a leak from the distal luer was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A leak test was subsequently performed on the sample by filling it with green water. During and after fill, no signs of leak were noted on the sample. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional details become available.

Event description:
The facility reported via phone that an infusor leaked from the distal luer before patient connection. The device was filled with a solution of 5-fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.